Manufacturer narrative:
G4: 07jan2020. B4: (B)(6) 2020. H11:d11: concomitant medical products removed. H11:h16: patient code updated it was confirmed that there was no patient involvement. The device was not in patient use at the time the reported issue was discovered. There is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23dec2019.

Event description:
The customer reported the unit was put in standby mode to change the tubing. The unit will not come out of standby mode. The unit alarms with a blower stalled message. The fse (field service engineer) verified and duplicated the issue multiple times. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The fse replaced the blower motor and retested the unit. Once the blower was replaced, the unit was able to go into standby mode and then return to normal operation without any problems.